Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 552 mg/dl. Customer had a no delivery alarm and the set was changed out. Customer's blood glucose was at 500 mg/dl and he received a motor error alarm. Customer's mother called back and stated that her son's blood glucose was 584 mg/dl. Customer treated with a manual injection. Customer's last blood glucose was 485 mg/dl. Customer had nausea as a result of having high blood glucose. Caller stated that they have a back-up plan. Customer stated that they are able to rewind the pump. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the pump passed the displacement test and self test. Customer was advised that the alarm may have been related to a site issue. Customer was advised to change out the entire infusion set. Customer was advised to monitor the pump.